Manufacturer narrative:
Correction: the supplemental report follow-up # 1 did not have serious injury selected in error regarding the type of report having been updated from a reportable malfunction to a serious injury. \ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. \the previously applied conclusion code is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that a motor stall occurred on (B)(6) 2017. The pump and catheter explanted on(B)(6) 2017 and were replaced. The patient recovered without sequelae. The pump and catheter were returned to the manufacturer.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and complex regional pain syndrome type 1. The pump contained an unknown drug with an unknown concentration and dose. It was reported two motor stalls were seen at initial interrogation. The patient did not recently have an MRI. The logs revealed two stalls occurred on (B)(6) 2017. The patient was at home. One lasted 10 minutes, and the other lasted about 10 hours. No patient symptoms/complications were reported.

Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Analysis of the catheter found no significant anomaly. The incomplete catheter was returned in segments and was found to be acceptable during testing. Interrogation of the pump determined it was used to infuse morphine [20.0 mg/ml] at 5.001 mg/day, bupivacaine [38.0 mg/ml] at 9.501 mg/day and prialt [5.0 mcg/ml] at 1.2501 mcg/day: result code (B)(4) and conclusion code (B)(4) no longer apply. Result code (B)(4) and conclusion code (B)(4) apply to the pump and result code (B)(4) and conclusion code (B)(4) applies to the catheter. Correction: device code (B)(4) also applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709, (B)(4), implanted: (B)(6) 2006, explanted: 2017-09-01 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the provide was unable to aspirate from the catheter, so furthermore, the catheter was not patent. Due the results of the dye study, the doctor planned to just replace the catheter and the 20 ml pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-sep-01 reported a motor stall occurred on (B)(6) 2017 at 0902 and recovered on (B)(6) 2017 at 0913. Another motor stall occurred on (B)(6)2017 at 1419 with a motor stall recovery on (B)(6) 2017 at 0338. It was unknown what may have caused or contributed to the issue. It appeared the pump was refilled on (B)(6) 2017 at 1537. The patient underwent a dye study to determine the patency of the pump catheter. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." The patient was receiving morphine 20mg/ml for a total dose of 5.001mg/day, bupivacaine 38mg/ml fore a "total dose of 38mg/ml", and prialt/ziconotide 5.00mcg/ml for a "total dose of "1.2501mcg/ml". It was noted that it was unknown if surgical intervention occurred, but it was also noted that the pump and catheter were explanted on (B)(6) 2017 and will be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found that the pump was over-infusing during dispense accuracy testing in the lab. The root cause was undetermined. If information is provided in the future, a supplemental report will be issued.